Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient reported having issues with their ins. Patient stated that over the years they had noticed the ins gradually taking longer to charge, and that the battery now only lasted about three days, which is not as long as it used to. Patient also mentioned that they were planning to replace the ins and wanted to know the steps. Agent reviewed the information and redirected the patient to hcp for further assistance.